Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/21/2013with the following findings:during investigation, the pump was found not power on due to internal moisture damage. A blank display was observed with no audible tone and no vibration alarm. The battery compartment was found to be intact. The battery cap was found to tightly secure to the pump. The pump case was found to be cracked around the upper right hand corner of the display area. The pump case was removed and there was evidence of moisture contamination observed inside the pump.

Event description:
On (B)(6) 2013, the reporter alleged that after she removed the battery and put it back in the pump would not power on. It was reported that the screen was blank. No visual or physical damage were noted on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump is being sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.